Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) review was unable to be completed as the provided serial number # (B)(6) does not appear to be a valid integra identification number for product a1059. No other lot or serial number was provided during the complaint investigation. The reported complaint was confirmed via inspection of the unit. The swivel lock was loose and had rotational and lateral movement while in the locked position due to normal use and wear of device components. The device is over seven (7) years old (manufactured in 2008). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2020-00458.

Event description:
This 2 of 2 reports. A customer reported that the a1059 mayfield modified skull clamp would not stay clamped. There was no known patient injury or surgery delay.